Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with broken reservoir tube lip. The insulin pump was received with missing o-ring (reservoir tube). The insulin pump was received with cracked case at reservoir tube window corners, reservoir tube window and battery tube threads. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported the insulin pump was unresponsive to button press. The customer's blood glucose was 162 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.